Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the door winch assembly gear was damaged, which directly caused the reported issue. The winch assembly was replaced and the issue was resolved. The damaged winch assembly was returned for evaluation. The part failed visual inspection. It was physically damaged. The drive gear on the motor was showing wear and has damaged teeth. The center pin that holds the middle gear in place was bent. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, the imaging system door could not be opened. The use of medtronic imaging was discontinued because of this issue. The case was completed using a c-arm. No impact to the patient was reported. No additional details were provided.